Event description:
A hospital in (B)(6) reported that right after an rt225 infant breathing circuit was set up, a lot of condensation was formed within the circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for the similar product is k020332. Method: the returned device was visually inspected and the electrical resistance of the heater wire was tested. We followed up for further information regarding the setup and environmental conditions during the reported event, but no further information was forthcoming. Results: the electrical resistance of the heater wire on the returned breathing circuit was within the required specification. Water droplets were observed within the tubing of the returned breathing circuit. Conclusion: no further information was provided regarding the ventilation setup in use during the event or the environmental conditions. The returned breathing circuit operated correctly when electrically tested. Without further information about the ventilation setup and environmental conditions during the event, we could not conclude what caused the reported condensate. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. Since this report, the healthcare facility has not reported any further similar problems.